Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 600 mg/dl. Customer reported that they checked blood glucose at 11.00 am and it was 217 mg/dl, took insulin, and was now getting a high reading, customer did it twice to make sure it was correct. Customer wants to know how much insulin she has to take now. Customer gave herself insulin and then changed out the entire set and reservoir. Customer declined high blood glucose troubleshooting. Customer declined bent cannula troubleshooting. The insulin pump and other devices will not be returned for analysis.